Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 29mm sapien 3 ultra resilia valve, the valve was placed through the 16f esheath+ and while pushing through narrow and heavily calcified femorals a strut was visibly bent on fluro. When inserting the sheath into the 29mm commander delivery system (ds) there was resistance felt. The tip of the ds exited the sheath, but the valve did not. Upon removal, a 1-2mm split was observed at the partially expanding portion of the esheath+ just before the expandable portion. The sheath was split at the partially expanding portion of the sheath just before the expandable portion. The degree of tortuosity was mild, calcification was mild, and the minimum luminal diameter was 6.2. There are no images available. The team decided to pull the valve out with the ds and sheath as one unit and prep a new system and valve. The second valve was implanted without issue. There were no injuries to the patient. The fcs clarified that the esheath damaged looked similar to a sheath puncture.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath punctured was unable to be confirmed due to unavailability of returned device/applicable imagery. Available information suggests that procedural factors (bent valve strut, high push forces) likely contributed to the event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage directly via physical contact (e.g. Sheath interacts with sharp calcium nodules) and/or indirectly via suboptimal advancement angles (e.g. Sheath navigation through tortuous or restricted anatomy). High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage. High push forces coupled with non-coaxial advancement trajectories can lead to sheath hdpe damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.